Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) failed to automatically inflate. The equipment has been deactivated and replaced with other equipment. There were no casualties reported.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(6), event site telephone: (B)(6). The customer informed that the equipment failed to automatically inflate. The equipment was in good condition after on-site inspection. After communication, it was learned that the equipment had been working on the same patient for 3 days. The equipment alarm was caused by the patient's tachycardia and excessive condensation in the iab pipeline. It was reminded that if such a situation occurs again, the automatic inflation button can be long pressed to remove the water vapour.